Event description:
One pt sample with discrepant estradiol results. Initial result gave 5.28 pg/ml; repeat gave 1937 pg/ml. The investigational unit was unable to determine the specific root cause of the complaint.